Event description:
Technical question asked by consumer stating the following: "I have an integra valve on me. I have an MRI recently, and there is some csf around it, not inside the valve but around it, but as you can see the valve is working. But I have several csf leaks due to a cyst in the surgery system, as I have chiari. My concern is that I have so much pressure that the valve is not enough so it seems it is leaking, but my doctors says that all the csf around it is normal, my question to you is: is it normal? Just tell me. You must have doctors in your company that knows what is normal and what is not."

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.